Event description:
It was noted by the hospital staff that when the package was opened the suture appeared to be sticking to the package and the label was melted. This occurred prior to use on a patient. Therefore, there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatches 2210968-2013-00110 through 2210968-2013-00115.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.